Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that when the patient presented in-clinic for follow up, non-sustained right ventricular oversensing was observed. Upon reviewing the episodes, suspected myopotential oversensing was noted. Further testing was recommended. No further information is available.